Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2015 with the following findings: multiple ¿call service (cs) 064-0008¿ alarms were observed in the black box. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs064¿ or any errors, alarms or warnings (eaw). The pump¿s cover was removed; there was no intermittent conditions found to the motor flex/connector. The product performed within specification and the reported, ¿cs064¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm ((B)(4)) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).